Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing with artifact post shock. The episode was appropriate with successful therapy. It was further reported that the rv lead experienced increasing sensing integrity counter (sic). A possible lead fracture was suspected. The patient is being monitored and no patient complications have been reported as a result of this event.